Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate were inaccurate multiple times with the same cartridge. The customer changed out the cartridge and the issue was resolved. There was no reported impact to the customer's blood glucose level.